Event description:
It was reported that a cable on colonoscope 13925pksk broke. Surgery delay >5 minutes. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The customer complaint "cable breakage" could not be confirmed, but there is a limited control. The cause of the restricted control is a loose solder connection on a cable guide mounting. This came loose abruptly during the abruptly, which gave the user the feeling of a cable break. During the inspection, a too short tinning distance on the cable pull guides was identified. The receptacles soldered to them were not soldered on true to size and not completely connected with tin due to the wrong dimensions and the short tinning distance. This therefore represents a weak point which led to the defect. This device also showed that the coating on one of the wire rope hoists had already been loosened, resulting in increased frriction and, in conjunction with this, to an increased amount of force required. The problem was adressed within capa19-0003. The event is filed under internal karl storz complaint ID (B)(4).